Event description:
It was reported that the external pulse generator was dropped, resulting in a broken back case, missing parts and its liquid crystal display menu function not working properly. The generator was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken and corroded, the ring, side bail covers and ring, side bails were missing. It could not be confirmed that the display menu was not working properly. It was also noted that the upper case was broken and dented affecting keyboard position, the battery release, battery drawer and lead flex cover were contaminated, the battery contacts were compressed, and the encoder flex had uneven flexes. (B)(4).